Manufacturer narrative:
The insulin pump received with blank display due to physical damaged electronic assembly. The pump was unable to perform rewind test, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, missing motor, missing lcd window, broken off and missing end cap. (B)(4).

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level is unknown. The customer stated that he experienced low blood glucose reverse action and threw his pump. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.